Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. Beginning on the day of onset and ending on an unreported date in the same month as the peritonitis event began, the patient was treated with intraperitoneal vancomycin (dosage, frequency, and specific duration not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.